Event description:
It was reported that the ventricular assist device (vad) patient intentionally removed their batteries from their controller and sub sequently expired.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Product event summary: the ventricular assist device (vad) hw36404 and the controller (unknown serial number) were not returned for evaluation. No performance allegations were made against (B)(4). Log files covering the reported event date were not available for analysis. As a result, the reported double disconnect event could not be confirmed. Information received from the site indicated that the patient committed suicide; the patient intentionally removed their batteries from their controller and subsequently expired. Based on the available information, the most likely root cause of the reported event can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. Additional products: brand name: heartware ventricular assist system ¿ controller model #: unk / catalog #: unk / expiration date: unk / serial #: unk UDI #: asku device available for evaluation: no mfg date: unk labeled for single use: no (B)(4).this information was received from the mechanical circulatory support product surveillance registry study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.